Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. (B)(4).

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.